Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch down cable was found to be frayed at the distal clevis hub. The conductor wires were intact and undamaged, but the drive cable was frayed. The frayed strands stuck out at the wrist. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were approximately .035 - .455 in length and not aligned with the tube axis. An additional observation not reported by site was that the instrument's conductor wires on both sides had material lifted and appeared to be material missing. Failure analysis investigation concluded that damage was likely due to mishandling. No other damage was found.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the maryland bipolar forceps instrument wire was stuck out at the tip of the instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.